Event description:
Customer reported that her adc blood glucose meter would not turn on when the "m" button was pressed or with test strip insertion and noted this began approximately one week prior to calling. Customer further reported that on (B)(6) 2014 she felt "sweaty and started to shake and felt like (she) will pass out". Customer self-treated with a glucagon injection. No further information was provided by the customer as she was not feeling well and declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Product problem" of the initial MDR was left unchecked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.